Event description:
Patient's mom lifted patient and when she placed her back on the bed mom noticed patient PICC line had become disconnected. Examined PICC line and noticed that the purple lumen with needleless cap still intact had become disconnected from PICC line tubing. Cleaned tubing with alcohol immediately and clamped PICC tubing. The dressing that we are using is the institution standard ---the sorbaview shield the site is cleansed with chg or betadine. The flushing syringe is a 10cc barreled syringe.